Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21393375/ 5011741, model/catalog description: avista MRI perc lead kit 56 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not getting any relief from the device. The patient underwent an explant replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.